Event description:
Healthcare professional reported "pain and a possible rupture", "pain and things after" and "ultra sound confirms fold in the implant". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.